Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedance has not been identified and surgery had not been scheduled. It was noted that the patient and surgeon will discuss it and schedule if patient wanted to proceed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 15-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that no therapy was being delivered to the right side. Lead impedances were measured and found out of range (high). The pocket was manipulated, and the patient was asked to move around to test for intermittent connection. No intermittent connection was observed. No external factors were reported to have contributed to the issue. Surgical intervention was planned, but not yet scheduled. No further complications were reported.